Event description:
It was reported that when the lead was connected to the pulse generator, no pacing spikes were seen. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.